Event description:
(B)(4). Same patient as MDR ID# 2134265-2013-00324, 2134265-2013-01361 and 2134265-2013-01362. Same case as MDR ID# 2134265-2013-01818. It was reported that during a stenting treatment procedure, a plaque shift occurred. (B)(6) 2010 - the patient presented with chest pain and was diagnosed with stable angina. The 70-80% stenosed target lesion was 12mm long with a reference vessel diameter of 3.0mm, located in the saphenous vein graft to the mid segment of the 1st diagonal. The physician pre dilated the lesion with a 2.5 x 12mm apex balloon catheter to 8 atms and placed a 3.0 x 16mm taxus liberte stent, residual stenosis was 0%. Following the deployment of the 3.0 x 16mm taxus liberte, blockage of the native coronary artery 1st diagonal was exacerbated by plaque movement from the vein graft along with limitation of flow, which was considered the second target lesion. The 99% stenosed lesion was 6 mm long with a reference vessel diameter of 2.25 mm and was treated with pre-dilatation and placement of a 2.25 x 8 mm taxus liberte stent, residual stenosis was 0%. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).